Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 349 mg/dl at the time of the incident. The customer was hospitalized due to as stomach virus that caused the high. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer woke up with a low of 72 to 85 mg/dl on (B)(6) 2020 after they got released from the hospital. The customer used food to treat the low. The insulin pump will not be returned for analysis.